Event description:
The owner of the unit reported "ltv shut down.: additional information received stated, "respiratory therapist (rt) was in the room when the ventilator began alarming and acting strangely. The rt does not remember which visual alarms he saw. He does not know that for sure the audible alarms were sounding. He did not try to silence the alarms, he just turned the vent off. He does not know if the vent was running on a/c power, but it should have been per rt although he can't remember checking the power indicators. When he turned it back on, it appeared to be working normally. It worked normally overnight. But then repeated acting strangely and alarming the next day". No patient injuries.